Event description:
Healthcare professional reported "leak from the port" , "big defect" noted on piort tubing. The access port was replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 09/05/2014. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done.